Event description:
It was reported that patient's left ventricular (lv) lead exhibited high threshold and phrenic nerve stimulation. The lead was capped and replaced on (B)(6) 2025. The patient was stable.